Event description:
It was reported by the registered nurse that the 40cc tubing connector in the catheter kit defaulted on the pump to 2.5cc instead of 40cc. The iak-02692 (40cc connector) was used successfully as a replacement.

Manufacturer narrative:
(B)(4). This product number is listed on the recall notification list. Follow-up report will be filed if additional info becomes available.